Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. It is likely that the 20-minute procedural delay was a result of having to replace the device due to the (flickering) image issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported to olympus, the hd camera head experienced an image problem. The image goes in and out (flickering). The event occurred during preparation for use. The intended therapeutic transurethral resection of the prostate (turp) procedure was delayed for 20 minutes. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event.